Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was returned for analysis. The coil was inspected and found to be severely stretched along the full body. The deliver wire was inspected and no defects were noted. Microscopic inspection was done and no damage were noted on the interlocking arm of the delivery wire, zap tip of the coil, interlocking arm of the coil. The coil dimensions that could be measured and the delivery wire dimensions were found to be in specification. The number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02aug2016. It was reported that difficulty inserting the coil occurred. The target lesion was located in the internal iliac artery. A 6mmx20cm interlock¿-35 was selected to be used. After preparation of the system was done, two coils were deployed. When this device was inserted into the system, resistance was noted. The coil was removed and inserted again but it was unsuccessful. Another coil was used and deployed successfully. No patient complications reported and patient's condition was stable. However, device analysis revealed that the number of fiber bundles was below the assigned specification.